Event description:
Company received a report from an end user's family member that the physician decided to replace the pts 8dct tracheostomy tube to an 8fen tracheostomy tube. The caller reported that the 8fen tube did not fit but the physician forced the tube in place which caused some bleeding. The customer reported that the 8fen tracheostomy tube may have been larger than labeled but they also reported that the physician used force to insert the tube may have been larger than labeled but they also reported that the physician used force to insert the tube. The customer reported that the tube was replaced back to the 8dct product without incident.